Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the electrocardiogram (ECG) connector on the link electronic module (lem) was loose and it was additionally noted that the display dropped due to the lower display hinges being damaged. Due to a lack of available parts for repair the unit was to be scrapped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's surface electrocardiogram (ECG) was displaying noise, and the patient's rhythm was not apparent due to unwanted artifact. It was also reported that a threshold test could not be conducted with confidence. Troubleshooting was attempted by moving the programmer to a different room, but the issue persisted. The patient cables were also used with a different programmer and showed less artifact. When the patient cables were held in to the programmer, it was noted that there was less noise. The programmer will be returned to service. No patient complications have been reported as a result of this event.